Manufacturer narrative:
(B)(6). Investigation: it has been received 3 pictures for investigation. Upon visual inspection of the these 3 pictures it can be observed a piece of thumb press from a plunger inside a 30ml ll syringe. DHR of lot 1705214p has been reviewed not finding any annotation or deviation regarding the alleged defect. This piece of broken plunger could have been produced because one plunger resulted damaged due to any obstruction during assembly process and the broken thumb press fall inside the barrel during assembly process. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a damage on one plunger during assembly process. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to proceduresthe incident has been reported to area manager. Visual inspection: molding: 2 injections per shift. Printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. The incident has been reported to area manager.

Event description:
It was reported that foreign matter, described as ¿a large piece of plastic¿, was seen in a bd plastipak¿ luer-lock syringe when preparing medication for use. There was not report of serious injury or medical interventions.